Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 400 mg/dl. During a systems check with tandem technical support (cts) it was discovered the customer was adding/removing insulin outside the load process. Cts educated customer on the user guide for cartridge/insulin labeling. The customer replaced pump supplies and resumed insulin delivery after the systems check.

Manufacturer narrative:
Do not remove or add insulin from a filled cartridge after loading onto the pump.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.